Event description:
During follow-up, several episodes of inappropriate high voltage therapy were delivered due to a dislodged right ventricular (rv) lead. The dislodgment was confirmed with imaging. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the reported events were lead dislodgment, inappropriate high voltage output were not confirmed. The helix extension issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of the inability of the helix to extend was isolated to the helix being clogged with blood/tissue. The reported event of inappropriate high voltage output was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.